Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the occluder failed. A "service module" message appeared on the central control monitor. The occluder scale turned yellow and were no longer able to receive any commands. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.